Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have indentations on the yaw pulley between the grip tips. The yaw pulley did not have corrosion that would have contributed to the yaw damage. The complaint was confirmed by failure analysis. The probable root cause of nicks and gouges on the yaw pulley is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument, inadvertent collisions with other instruments or hard surfaces, or abrasive instrument cleaning.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer and an unknown piece of material could be seen but could not be confirmed from the photo if it was plastic material. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps had a small piece of plastic on the knuckle of the instrument. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. The instrument was inspected prior to use and nothing was noticeable but under the dv endoscope vision, the piece was noticed. The issue was identified during tissue dissection. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure and the instrument did not collide with any other instruments during the surgical procedure.